Event description:
It was reported patient underwent an initial right total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2015 due to loose cup. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported patient underwent an initial left total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2015 due to a loose cup. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."